Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was repositioned and relocated.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg was repositioned and relocated to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.